Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation procedure, the haptic was broken when injected into the eye. The lens was then explanted and replaced with another lens during the same procedure. Additional information has been requested, however no further information available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).